Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a procedure performed on (B)(6) 2009. According to the complainant the device was prepped and tested prior to use and presented with no noticeable damage. During the procedure, there was poor suction of the device and the needle would not retract back into the sheath. The bronchoscope was removed from the patient in order to remove the device. The needle was then removed from the bronchoscope fully out, however there was no damage to the bronchoscope noted. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be okay.

Manufacturer narrative:
Patient was over 18. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a procedure performed on (B)(6), 2009. According to the complainant the device was prepped and tested prior to use and presented with no noticeable damage. During the procedure there was poor suction of the device and the needle would not retract back into the sheath. The bronchoscope was removed from the patient in order to remove the device. The needle was then removed from the bronchoscope fully out, however there was no damage to the bronchoscope noted. The procedure was completed with another excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found residue on the entire device indicating use. The needle was retracted within the sheath. No deformation was found when the luer lock was inspected. A hole was found on the outer sheath, 49.5cm from the handle. A functional evaluation was performed and found that the handle was able to deploy and retract the needle without issue. However the device was unable to produce pressure and vacuum to force water through the sheath of the device. The water leaked from the hole in the outer sheath. The cause of the deformation/hole in the sheath is unknown. Based on the evaluation of the returned device the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. (B)(4)